Event description:
It was reported that, after tka was performed on (B)(6) 2020 the poly experienced an unspecified failure. The lgn cr high flex xlpe sz 7-8 11mm was explanted on (B)(6) 2022. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information will be provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor could the clinical root cause of the reported failure be determined. Based on the information provided, the lgn cr high flex xlpe sz 7-8 11mm was exchanged, in addition, it was reported the device did not fail. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use for this device provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5

Event description:
It was reported that, after tka was performed on (B)(6) 2020 the lgn cr high flex xlpe sz 7-8 11mm was exchanged on (B)(6) 2022. The device did not fail. Current health status of the patient is unknown.